Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc8336500, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7054913.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were disposed by the facility.